Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a primary infusion was programmed on the pump module, but when it was started; the secondary antifungal medication, that had been hanging from the previous day, began to infuse when it was not selected. The customer states there was no patient injury or medical intervention required.